Event description:
It was reported that the customer was having problems with changing the reservoir. It was stated that the customer inserted the reservoir and turned it clockwise and insulin leaked everywhere. It was stated that the insulin was leaking from the other end of the tubing. It was stated that the customer might had not rewound the insulin pump before inserting the reservoir. Customer's wife was informed that the since it wasn't rewound that every time they would press the reservoir into the insulin pump, insulin would be pushed out of the reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.